Event description:
Per the clinic, the patient experienced poor performance, poor sound quality and pain with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.